Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 529 mg/dl. The customer¿s blood glucose level was 319 mg/dl at the time of incident. The customer was treated with boluses and manuals for the high blood glucose value. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.